Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was malformed at the first firing. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: scissoring occurred. The device was not fried across something hard object like the existing clip. (B)(4)

Manufacturer narrative:
(B)(4). The analysis found that the device was received with two clips jammed in the jaws; it could not be determined what may have caused this condition. Once the jaws were cleared, the device was fired and the remaining clips were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4) after several requests, the device was not received for analysis.